Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11, d5. Corrected field: e1 (initial reporter, event site email). A getinge field service engineer (fse) inspected the unit and identified the issue. The front-end board was replaced, after which the issue was resolved. The unit was redelivered to the customer in proper working condition and cleared for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of the diastolic and systolic pressures showing zero without calibration. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that cardiosave hybrid, 3.1 edition intra-aortic balloon pump (iabp)¿s during an in-hospital operation check after delivery, the diastolic and systolic pressures were displayed as "0" = simply by turning on the power. If zero point adjustment and zero calibration have not been performed, the display will show "0" where it should be flat. Zero-point adjustment and zero calibration were not performed, but diastolic and systolic pressures were "0". There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.